Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "user setup required" messages. Complainant indicated that there was no pt involvement in the reported malfunction.